Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their reservoir and occlusion. The customer's blood glucose level at the time of incident was unknown. It was noted that the customer was using expired sets and reservoirs. Radio frequency pic failed self-test was noted in the alarm history. The customer was advised the pump would be replaced and returned for analysis.